Manufacturer narrative:
Medical device expiration date: na. PMA/510(k)# k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument there were false positive found. This is a report of 1 occurrence. Not false results were reported out to the clinician or the patient. The following information was provided by the initial reporter: runs with ugly vibrio signal

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument there were false positive found. This is a report of 1 occurrence. Not false results were reported out to the clinician or the patient. The following information was provided by the initial reporter: runs with ugly vibrio signal.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "unusual plot/curves". Customer reported that they are having unusual curves for vibrio. Field service was dispatched. Field service replaced the a side heater mux. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 20nov2011, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and a week prior the instrument experience unusual curves on vibrio that would often come out positive. Field service perform a tray alignment and clean and renormalized reader a. Field service also calibrated the robot. Samples were not returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by field service during dispatch. Complaint history for ¿usual plot/curves¿ was reviewed for the month of april 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Review of risk management documentation indicates that the potential risk of the reported failure mode was assessed as severity s2 with potential harm is long delay in test result; possible delay in treatment leading to nonpermanent impairment and severe symptoms via document (B)(4), revision 21, line hw28. H3 other text : see h. 10.